Event description:
It was reported that a patient presented to the clinic for a right ventricular lead replacement. Prior to the replacement, it was noted that the radiofrequency telemetry on their pacemaker was shut down. The pacemaker was explanted and replaced. The patient was stable throughout.

Manufacturer narrative:
The reported complaint of failure to interrogate was not confirmed. The device was returned for analysis. Electrical, mechanical and battery testing indicate normal device characteristics with no anomalies found.